Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection revealed that only the pusher wire was returned for this compliant. The main coil and introducer sheath was not returned. The pusher wire was inspected and was found kinked in several sections. The interlocking arm was inspected and was found detached. A microscopic and dimensional inspection revealed that the main coil was not returned. The distal solder joint (od), mid solder joint o.d, distal tfe o.d, and proximal tfe o.d were within its specification.

Event description:
Reportable based on device analysis completed on 18feb2020. It was reported that the coil could not be detached and was found stretched. The target lesion was located in the left renal artery. A 3mm x 12cm interlock coil was selected for use in a percutaneous arteriography and embolization. The patient was admitted due to bleeding in renal artery trauma. During the preparation, the physician pushed the wire repeatedly out of the micro catheter, however, the coil could not detach. Subsequently, the physician removed the 3*12 coil outside the body and found out that the coil was stretched and cannot be used. However, it was further reported that continous flushing was being use and was performed before introduction of the coil in a hand injection. The procedure was completed with another of same device. No patient complications were reported and patient status was stable. However, device analysis revealed that the interlocking arm was detached.